Event description:
From the facility report: the donor donated on (B)(6) 2024, with no complications noted while he was in the plasma center. On (B)(6) 2024, the donor experienced arm discomfort around the venipuncture (vp) site, initially attributing it to a workout. Despite the donor's use of ice and heat, the discomfort did not resolve. The donor visited the ER on (B)(6) 2024, where he reported that an x-ray of the left forearm revealed that part of the needle was beneath the vp site. The mss (physician substitute) advised the donor to provide medical records and a biolife mss would follow up. Currently, the donor has not provided any additional information or medical records. Importer is in communication with facility and trying to get the needle back to manufacturer after it is extracted from patient to ensure this is jms needle. At this point there has been no update from patient.